Event description:
It was reported that the implantable cardiac monitor (icm) device was explanted from the patient due to infection. No other device was implanted as replacement. No adverse patient effects were reported.